Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead reported some pain when the rv lead was pacing. A chest x-ray did not reveal any movement of the lead; however, the physician suspected there may have been a micro dislodgement of the lead. The rv lead was explanted and a new lead was placed in an alternate location in the rv. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed on this product and no abnormalities were detected. The tip and helix appear intact and undamaged. The lead also passed electrical testing. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
This product has been returned. This report was updated with the analysis results.